Event description:
Additional information was received indicating inappropriate mode switching was also noted on the device.

Event description:
During a remote follow up, it was noted that there were episodes of non-sustained right ventricular oversensing. Technical support was contacted and confirmed far r oversensing that resulted in competitive ventricular pacing, as well as competitive atrial pacing. Technical supported recommended further evaluation to determine the cause of the competitive pacing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.